Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for internal power error and an open safety valve during patient treatment. The ventilator was also generating internal clicking noises and failed pre-use check. The field service engineer replaced the expiratory channel printed circuit board (pcb) and safety valve pull magnet according to the recommendations in the service manual. The ventilator was released to customer for clinical use after successful tests. No part was returned despite requests. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on the reported date of event august 13, 2020. Pre-use checks failed after the event. The last successful before the event passed on august 11. The device logs do not cover ventilation start. A failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported problem was confirmed in received device logs. As no part was returned for investigation, the root cause could not be confirmed.

Event description:
It was reported that the ventilator alarmed for internal power failure during patient treatment. The ventilator was also generating internal clicking noises and failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).